Event description:
Consumer stated "I've had my brush for a couple months now and I'm writing to say that I'm not super thrilled with it. Every couple days, I lose a bristle into my mouth while I'm brushing. The first couple times, obviously it wasn't a big deal, but it has now been happening consistently for weeks." Product was not returned.